Event description:
It was reported that during an unspecified procedure, balloon damage and withdrawal difficulties were encountered. The lesion being treated was located in a dialysis fistula. The blue max balloon dilation catheter was advanced without any difficulty, and was inflated once. Upon inflation, the end of the balloon appeared to be "frayed". The blue max balloon was then deflated without any difficulty. During withdrawal into the sheath, the physician encountered difficulties. The balloon was withdrawn into the sheath as much as possible, and both devices were removed as one unit. No detachment of the balloon was noted. Another of the same devices was then used to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.